Manufacturer narrative:
One opened trocar cannula hub assembly in a small parts tray (smpt) in a bag was received. Sample was visually inspected and found to be nonconforming, no blade was returned with product. No dimensional ear width was performed as no trocar blade was returned. Sample was found to be conforming as no damage observed to trocar cannula. Surgical debris present on cannula and hub. The trocar cannula sample was dimensionally tested for cannula identification (ID) and was found to be conforming. A functional fit test was unable to be performed since the associate probe was not returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photos shows trocar cannula hub assemblies in blister pack and one probe. Reported issue cannot be confirmed from photos. The returned sample was found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Trocar blade was not returned for evaluation, therefore a trocar loose in incision as described in the complaint cannot be confirmed, therefore; the root cause for the customer complaint issue cannot be determined. The trocar met specification for the product fit issue and the exact root cause for the reported complaint issue of trocar loose in the incision could not be determined, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Also, an acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar was pulled out when the vitreous was removed and sutures required during vitrectomy surgery. The surgery was completed on the same day by replacing both vitreous and trocar. The patient issue was resolved.